Event description:
The hcp reported that the device was removed due to infection. The pump contained morphine sulfate. Perioperative antibiotics were administered. Infection was diagnosed late 2004; the pt did not have meningitis. Signs of infection were fever, redness, swelling, and drainage. The primary location of infection was the device pocket, and culture of the pump pocket isolated staph. The pt was treated with device explantation, oral antibiotics and the infection resoved with no symptoms of drug withdrawl. Risk factors for this pt include diabetes, autoimmune disorder, and corticosteroid use.